Event description:
Information received by medtronic indicated that the catheter failed to inflate. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Visual inspection showed that the inner balloon had traces of blood inside. Smart chip verification indicated that the catheter was used for 4 injections. The catheter failed the performance test due to system notice message 50005 "leak detection". Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 0.90 inches from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.